Event description:
A review of svc data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with code 203 - fault, and code 110 - over voltage cleared no energy. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, battery connector j1 and the ground signal were found to have intermittently high resistance at pin 1 of j1 on the computer analog (ca) board. The high resistance caused the connection to act as an open circuit at pin 1 of j1. The cause of the failed pulse test was the open connection. The cause of the open circuit was isolated to damaged traces of the ca board. The root cause of the damaged traces cannot be positively identified but is likely due to mechanical shock from physical impact. No adverse event resulted from the damaged traces. The last pt to use this monitor did not report any deficiencies.